Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device involved in the incident, it was determined that orders were not crossing to all stations. A technical support specialist found that the orders were not appearing on the es server. An escalation to iest was considered, but the orders appeared upon rechecking. The customer was able to locate the orders on the station. The system functioned as intended after being troubleshot by the technical support specialist.

Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es orders were not crossing to all stations. Customer stated it cause delay in medications. There were no adverse events or injuries reported based on this incident.